Event description:
Spontaneous: spoke with patient regarding leaking of her medication. She stated that recently her medication has been leaking from the filter of her cadd extension sets. She stated she noticed this after 24-36hrs after switching out the tubing. She confirmed lot number of current set was 4334409. Patient could not confirm lot number of previous cadd ext sets that have leaked on her, but stated she pulled them from the same bag and that all other ext sets in that bag had the lot number of 4334409. Advised her to not use any other sets from that lot number at this time. Confirmed she had cadd ext sets with a different lot number on hand. She did not need replacement supplies at this time. She is also going to reach out to her cnss nurse to confirm there is no user error involved. She will follow up with pharmacy the leaking issue arises again. Exact dates unknown. Unknown if md is aware. No other information provided at this time. No add'l info, details, or dates available. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion, set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we [MFR] replace the product? Not at this time; did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes; reported to (B)(6) by pt/caregiver. Reference report mw5115783.